Manufacturer narrative:
The console was field service at the user's facility, it was found the coating of five mirrors in the console were weak and presented scratches. Upon inspecting the articulated arm, it was found that the mirrors were damaged. After replacing the mirrors and aligning the articulated arm, the issue was resolved, and the console was within specification and functioning as intended. Therefore, the reported complaint was confirmed.

Event description:
It was reported that the firing laser beam alignment was off, and the aiming beam is barely visible in low light. There was no patient involved.

Event description:
It was reported that the firing laser beam alignment was off, and the aiming beam is barely visible in low light. There was no patient involved.